Event description:
Utilized the recalled philips respironics CPAP machine for several years, in 2018: I developed arrhythmia tachycardia heart attack renal carcinoma had right kidney removed asthma shortness of breath random nose bleeds random vomiting heart attack mini strokes chronic fatigue ibsd convulsions depression anxiety. I was not informed my philips company that I was being exposed to polyester polyurethane foam that was breaking down degrading and emitting formaldehyde and volatile organic compounds such as diethylene glycol phenol formaldehyde. I arrived at a new job out of state as a federal ranger, in critical condition. I had to be medivac 2 hours away for emergency surgery. I lost my job as a federal ranger due to being unfit health wise.